Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited failure to capture and failure to sense. The ra lead was replaced and the procedure continued with the new lead. It was noted that the new ra lead exhibited failure to sense and high capture threshold, however physician elect to continue to implant the new ra lead. The patient was stable throughout.